Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a weak battery alarm on the insulin pump, the blood glucose reading was 188 mg/dl. Customer stated that she had changed the batteries but that it did not resolve the issue. The insulin pump display had gone blank. She stated that the insulin pump showed no signs of physical damage and that it had not been dropped, bumped or exposed to moisture. She stated that the battery cap contact were not missing or damaged and that the battery compartment and spring were not missing or damaged. She was advised to clean the battery cap and then inserted a fresh battery but the display did not return. The insulin pump passed the self test. Customer was sent a new battery cap. Nothing further was reported.